Event description:
Three days post insertion of regional nerve block catheter pt presented for catheter removal. Anesthesiologist tugged on catheter and it broke off, leaving approx 2 inches of catheter in pt's neck/shoulder area. Two days later, surgeon attempted dissection and removal of catheter tip, unable to locate visually or with ultrasound. Catheter is not radiopaque.